Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that during a laser lithotripsy, the optilite single-use holmium laser fiber broke between the hub and the scope after approximately one minute of lasing at 6 w. The product problem did not result in any serious injuries to the patient.